Manufacturer narrative:
The investigation determined that the results obtained from a single patient sample were associated with the incorrect patient name and assays when run on a vitros 5600 integrated system. Based on the information available, user error during manual sample programming is considered the most likely assignable cause of the event. The customer manually programmed the demographics and assays associated with patient sample sid (B)(6) in tray 35, position 1, but loaded patient sample sid (B)(6) into that position. The customer identified the discrepancy and no erroneous results were reported. There was no evidence that an instrument malfunction occurred.

Event description:
A customer reported that the results obtained from a single patient sample were associated with the incorrect patient name and assays when run on a vitros 5600 integrated system. The mis-association of patient demographics may potentially lead to inappropriate physician action. The affected sample was not reported out of the laboratory as the customer identified the discrepancy prior to reporting. There was no report of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).